Manufacturer narrative:
Per 2665 initial report: the patient is pending a revision and thus corin has requested for additional information to be provided after the revision procedure in order for us to progress with the investigation of this event. If additional information is received post revision, this information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Pending trinity / trifit ts revision due to dislocation of the hip.

Manufacturer narrative:
(B)(4) final report. Corin were notified that a revision was due to take place following a dislocation, therefore, x-rays, an update on the patient, whether they experienced any trauma, operative notes and patient details were requested to be provided following the revision procedure. It was later confirmed that the patient had a relocation of the hip and was thus no longer scheduled for a revision and no additional information would be provided. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. The root cause of the reported dislocation could not be determined due to the lack of information provided and thus this case is now considered closed. However, should additional information be provided or if this patient is called for a revision in the future then this case can be re-opened for further invetsigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
It was reported to corin on 17 dec 2019 that a patient would require a revision due to dislocating approximately 1 year and 2 months after primary surgery. It was later confirmed that the patient had had a successful relocation of the hip and thus was no longer scheduled for a revision procedure. A revision has not occurred and all devices remain in situ.